Event description:
The account stated that the casters will not stay locked when the stretcher is in the brake position. The casters continue to pivot and roll.

Manufacturer narrative:
The account replaced all four casters to repair the stretcher.